Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. A 2.50x38mm promus element plus stent was selected for the procedure. During preparation the physician felt that the stent seemed sticky and not smooth. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. The stent had detached from the balloon and was not returned for analysis. Additional information provided that the physician deployed the stent outside of the patient after the procedure. A visual and microscopic examination found that the balloon appeared to have been inflated and deflated with the balloon wings not refolded. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. A 2.50x38mm promus element¿ plus stent was selected for the procedure. During preparation the physician felt that the stent seemed sticky and not smooth. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is good.